Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalogue# 9392509 and 510k# k172199 and UDI# (B)(4) is approved for sale in the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l4/5 lumbar spinal canal stenosis and underwent transforaminal lumbar interbody fusion. Intra-op, the cage could not be inserted easily to the intervertebral disc and the grip portion of the cage broke while tapping it. The intervertebral disc was narrow and could not be opened. A cage with one lower height was inserted, and the surgery was finished. Product came in contact with the patient. No fragments remained inside the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Device evaluation: the peek implant has been overloaded by compression overload. The deformation and fracture face are consistent with the material breaking after being compressed and bending. If information is provided in the future, a supplemental report will be issued.